Event description:
The customer reported that the system locked up during use. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The failure could not be duplicated. The rtos, gpos, sbc pcb's and usb connections were reseated during service. The system was tested and found to be working as intended and put back into service.